Manufacturer narrative:
During the onsite investigation, the service tech replaced the display monitor. Root cause was determined to be a faulty display monitor. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).

Event description:
Customer reports display background illumination issue. No pt harm reported and no add'l info provided.